Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Data logs were reviewed and lt logs showed multiple instances of "placement signal not reliable" (psnr) alarms occurring with central venous pressure (cvp) going out of spec at time of alarms. Rt log at time of first instance of psnr alarm showed optical parameters being momentarily affected with a decrease in signal-to-noise ratio and contrast, increase in amplitude of gain, and cvp going out of range, that all return to normal limits after approximately three minutes. Motor current remains mostly stable but with some variability prior to reported issue. Cvp is negative throughout rt log. Prior to psnr alarms, pump experiences similar changes in pump metrics with motor current being more variable with suction alarms being triggered. Clinical details noted that psnr alarms occurred after insertion and cvp waveform was not visible during support. The root case of the optical signal issue could not be definitively determined as no product was returned for evaluation and limited clinical details were provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had impella rp flex ongoing for a patient with an extensive cardiac history / comorbidities. The patient had been found down and unresponsive in the community. Cardiopulmonary resuscitation was given, and the patient was intubated for the percutaneous coronary intervention. The rp flex lost optical signal but remained on for the support until the patient expired.